Manufacturer narrative:
The complaint sample was discarded and the lot information was not reported. Therefore, co was unable to perform any testing or check the lot history. Our follow up found that after placement of the tube, an x-ray confirmed the location of the tube. Apparently, at placement, the nurse applied excessive pressure to the tube and it ruptured. The x-ray showed the distal portion of the tube resting in the patient's stomach. A later x-ray showed the tube in the patient's intestines. A bronchoscopy was performed to assess the patient's lung condition. Results were unremarkable. The patient was reintubated and fed without further consequences. It was the hospitals opinion that the tube was not defective.